Manufacturer narrative:
Bd had not received samples, but photos were provided by your facility for investigation. The photos were evaluated and the indicated failure mode for open packaging with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues relating to open packaging were observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that the bd vacutainer® k2e 5.4mg plus blood collection tubes had a broken lid. The following information was provided by the initial reporter: lid broken.